Manufacturer narrative:
E.1: affiliation: amcare. A batch record review was conducted. Urinary catheter in question was manufactured under system application and products (sap) material identification (ID) 1718762 and manufacturing lot number 9e00715 in c2 in may 2019 in amount 105 600 pcs. The catheters were assembled under subassembly lots numbers 9e00327and 9c00803 on machine a099 and then packed in peel packs (pouch) under lot 9e00715 in may 2019 packaging machine p009. The production process run according to the process instructions. Lot 9e00715 was sterilized under sterilization lot 25a190522,26a190526, 24a190523,25 190527, 25a190523, 26a190523, 24a190526. 100 % visual inspection and tactile test according to test methods and were carried out during the lot production ¿ no sharp edges on the tip or sharp eyes are allowed. Results of inspection are recorded in relevant forms. The catheters in question are holes that are melted by the machine to be smooth. Machine a099 is equipped by camera system that checks the shape of tip. The shape of tip should be closed. Review of the device history record (DHR) showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled and met the requirements. No nonconformity had been registered during the production process of the mentioned lot. No samples or photo was received to the complaint. A query was run against part number 421572 on january 10, 2020 which yielded one occurrence in trackwise (tw)8.7, from november 2016 to now. There is not enough information to conclude the product did not meet specification and perform as intended. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. MDR 3005778470-2019-00156 / device 1 of 1. (B)(4).

Event description:
It was reported by a urology nurse that the end user using the product states the "end of the catheter felt very sharp on insertion" with results making the patient "sore inside". The end user had been catheterizing twice daily and reports feeling discomfort on each insertion. The end user also reported "slight bleeding noticed on tissue when wiping" also "slight redness on urethral opening, but no visual damage on examination". There was no reported apparent physical defects of the product. No photographs depicting the reported complaint issue were submitted by the complainant, however, photos have been requested.